Manufacturer narrative:
(B)(4). Batch # p58j6h. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of the lot/batch. Additional information was requested and the following was obtained: please clarify what is meant by ¿the impact of the knob breakage caused bleeding.¿ what was the source of the bleeding and how it was addressed?, bleeding occurred from the portal vein. Dr. Commented that doctor fired by force, because the firing force became higher. The firing knob was broken and the tip of the device touched the portal vein when doctor fired by force. Doctor commented that the green cartridge should have been used and the more attention should have been paid when firing in the near area of portal vein. Does the surgeon fire the device with his/her fingers, heel of hand or thumb? No information. What is the current patient status? The patient is recovered.

Event description:
It was reported that during an open sigmoidectomy, the firing force became higher than expected suddenly on the way of 2nd firing of feea between colon and the jejunum. Then, the firing knob was broken off when it was forcibly fired. The impact of the knob breakage caused bleeding, but the amount of bleeding is unknown. 600cc blood transfusion was performed. The staple height was blue. The forceps were used to push the firing knob and complete the firing.

Manufacturer narrative:
(B)(4). Date sent: 2/22/2018. Batch # p58j6h. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired and with the knife partially advance. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: the surgeon thinks that the event occurred due to the firing technique and staple height selection, and there was no malfunction of the product.